Manufacturer narrative:
The user facility submitted medwatch mw5108401 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not infusing and there were no occlusion alarms. The tubing at the top of pump channel was found to have a kink. The tubing and pump were replaced to resolve the issue. This occurred during infusion of heparin during therapy (medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.